Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by excessive mechanical stress seems likely. In addition, during implantation surgery four channels have been left outside of cochlea. No information on further possible proceedings by the clinic have been reported despite requested.

Event description:
In situ measurements from october 2025 showed 5 channels with high impedance. However the recipient didn't complain related to hearing.

Event description:
In situ measurements from (B)(6) 2025 showed 5 channels with high impedance. However, the recipient didn't complain related to hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by excessive mechanical stress seems likely. In addition, during implantation surgery four channels have been left outside of cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ measurements from (B)(6) 2025, showed 5 channels with high impedance. However, the recipient didn't complain related to hearing. The user was re-implanted.